Event description:
It was reported the quantum ii surgery system started smoking during use. No info regarding the pt status or procedure completion was provided. Nonetheless, the facility reportedly used the surgery system one more time since this event. No issues were encountered during use.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available. The lot number of the reported device was not available. Without a lot or serial number, no mfg or expiration dates can be provided.